Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Metal on metal medical records received. After review of the medical records the patient was revised to address metallosis and extensive abductor muscle necrosis resulting to right hip pain, elevated metal ions, corrosion, pseudotumor formation and discomfort. Operative note reported adipose tissue and bursal tissue were dissected. There was a fluid in the joint under tension and had evidence of metal debris and abductor muscle and capsular tissue necrosis. This was carefully debrided. Patient had a small amount of shuck tolerated hip extension and external rotation to about 70 degrees. Minimal corrosion in taper stem and femoral head. Removed necrotic tissues around the acetabulum. There was extensive corrosion at the taper of the liner component surface and with pseudomembrane formation on the undersurface of the acetabular liner. Cup and stem are well fixed. Doi: (B)(6) 2011; dor: (B)(6) 2023 ; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.